Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a colonoscopy procedure. Per the complainant, during the procedure, the device was inserted into the scope. Attempt was made to advance the clip from the sheath, but it would not advance. The physician removed the device. A second resolution clip device was used to complete the procedure. There has been no report of complications or injury to the patient. Post procedure, the patient was reported as fine.